Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic secondary gastric bypass, the device broke while being applied on circular connection between the stomach and the intestine. The suture snapped and the anvil was detached from the probe. It was blocked in the esophagus. The physician needed to remove the anvil out of the esophagus which led the surgical time extended 30 minutes or more. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was observed to be tilted and separated from the tubing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.